Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 10 devices were evaluated in the field and the issue was confirmed. 7 devices had bent/deformed components, and 4 devices had broken/damaged components. The devices were repaired, and returned. 1 device was evaluated in the field and the issue was confirmed, however, there were no product malfunctions. The issue was the results of use error as the customer had intentionally altered the length of the power cord. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported there was accessible ac current.  There was no patient involvement.